Event description:
It was reported that during a revision procedure to change out the pacemaker, the distal pin of the right ventricular (rv) lead remained stuck in the header exposing the coils. It was noted that the setscrews had been retracted. The lead was surgically capped and abandoned, and a new lead was implanted. The lead remains capped, and the device was not planned to be returned at this time. No additional adverse patient effects were reported.